Manufacturer narrative:
(B)(4). The complaint device was returned to medtronic for evaluation. It was confirmed that the device was out of specification and would run continuously. The pot was adjusted on the pc board. The device was then tested and met manufacturing specifications.

Event description:
It was reported to medtronic that during testing when the foot pedal was depressed and then released, the motor would continue to run and the bur would keep turning. The irrigation continued to flow. There was no patient impact.